Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
The closurefast catheter was put into the patient, positioned and tumescent was added. When the physician went to start the ablation, a radiofrequency generator error appeared stating that it didn't recognize the device. More tumescent was administered to patient to ensure coverage throughout the case. The procedure was completed successfully without incidence. No intervention was required and no serious injury occurred. The investigation of the returned closurefast catheter was performed on (B)(6) 2015 and found that the customer's report has not been confirmed. The closurefast catheter giving a recognition error message was unable to be replicated within the lab.